Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.

Event description:
It was reported that: "loose cup and poor positioning per surgeon."